Event description:
Pt reported that back to back readings obtained on their ss meter using separate finger sticks were 70 and 125 mg/dl. No symptoms were reported. The pt stated that their test strips might be discoloring (to green or blue). Pt did not have supplies to do control test. Replacement meter, test strips and control solution were sent to pt. Lfs rep reviewed qc procedures and discussed meter/lab comparisons with pt. There was no allegation of harm.